Manufacturer narrative:
This follow-up report is being filed to relay product lot number and manufacture date, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. During the procedure, the distal end of the reamer fractured in the patient's femoral canal. The fractured fragment remains in the patient.

Manufacturer narrative:
Evaluation of the returned device revealed the fracture artifacts suggest a ductile fast-fracture. Product more than likely left conforming to print as there is no evidence that states otherwise. Product likely failed due to misuse, by instrument being put through excessive force or torsional/bending overload, and/or not being inspected for wear and disfigurement.